Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone plate lens and the lens got stuck while advancing in the injector. There was no patient contact.

Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic had torn off from the optic and was missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.